Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized in (B)(6) 2006. Customer's blood glucose was 1000 mg/dl. Customer's blood glucose at time of call was 300 mg/dl. Customer was wearing the device at time of hospitalization. Customer will not be returning the device for analysis.